Event description:
It was reported that the patient has allodynia and experienced burning pain when clothing lightly brushes the skin over the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient is wheelchair-bound due to a leg amputation, and prolonged sitting further irritates the ipg site. Routine imaging was taken, and lidocaine patches were prescribed to treat the allodynia at the ipg site. The device remains implanted in the patient.

Event description:
It was reported that the patient has allodynia and experienced burning pain when clothing lightly brushes the skin over the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient is wheelchair-bound due to a leg amputation, and prolonged sitting further irritates the ipg site. Routine imaging was taken, and lidocaine patches were prescribed to treat the allodynia at the ipg site. The device remains implanted in the patient.

Manufacturer narrative:
Correction to the initial MDR in block h6: impact code.